Event description:
Device 1 of 2. (See MFR# 1627487-2010-02884 for device 2 of 2.) On (B)(6) 2010, the patient was implanted with an scs system. It was reported that immediately post-operation, the patient complained of abdominal pain the entire day and due to this the physician decided to remove the system. After the system was removed, the patient reported that the abdominal pain was gone.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.